Event description:
During a coronary stent procedure, the delivery/stent device was advanced to the lesion and the physician was unable to visualize the stent. The delivery/stent device was removed and it was noted that the stent was missing. The stent was located in the touhy. Patient status is listed as "okay".